Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted to the hospital for implantable cardioverter-defibrillator (ICD) shock with ventricular tachycardia and ventricular fibrillation (vt/vf). Due to mild elevated c-reactive protein (crp), blood cultures were taken. The cultures were positive for s. Oralis and the patient was treated with antibiotics. Patient's mouth was the focus of the infection, due to which infected tooth was extracted. A pet CT scan was performed on (B)(6) 20107 which showed possible infection of the lvad pump, and possible focus to be pleural effusion. 1 liter of pleural effusion was drained. A follow-up pet scan on (B)(6) 2017 showed less infection within the pump pocket after an antibiotic treatment. However, pleural effusion still appeared to be the focus of the infection. The remaining pleural effusion was surgically removed on (B)(6) 2017. Antibiotics were stopped on (B)(6) 2017 and the patient was sent home. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists infection (pump pocket, driveline, and local) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.